Event description:
It was reported that unspecified medication came out of a large volume infusor. This issue was discovered after filling the medication. There was no patient involvement. No additional information is available

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 16, 2020 - march 18, 2020. H10: the actual device was received for evaluation containing fluid in the bladder. Visual inspection on the sample via the naked eye showed evidence of leak (backflow) at the fill port when green colored water was added to the device. Subsequent examination on the sample revealed the cause of leak at the fill port was due to a particle lodged under the checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the raw material of the device stressmember which is located inside the bladder. The reported condition was verified. The most probable cause of the particle under the checkband is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.